Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had under delivery. The customer¿s current blood glucose level was 240 mg/dl at time of incident and current blood glucose level was 290 mg/dl. It was also reported that they had high blood glucose. The customer was treated with stopped eating, walked, and drank water and with the pump. The customer blood glucose was 331 mg/dl. The customer was treated with pump. The customer pump does not allege under delivery and was not getting insulin. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The insulin pump will be returned for analysis.